Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped due to over-sensing.

Event description:
New information notes noise was also observed in addition to the oversensing on the lead. The patient was stable following the procedure.